Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no relevant history. The customer issue was confirmed through the air detector test as the air detector was defective. The air detector was replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the device for "could not start with air in line" message." The reported noted that after priming the pump, they pushed the start button, and they received the alarm message ¿cannot start pump with air in line. During device evaluation, a defective air detector was found. There were no injuries or delays in therapy as a result of the issue.